Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The video slice (vsl) was returned for failure analysis and the error 90 was confirmed and replicated. The technician was able to replicate the reported problem by installing this vsl onto a test system. It failed with error 90 at start up.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the video slice (vsl) board to resolve the issue. The system was tested and is ready for use. Isi has not received the vsl board for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a customer and an intuitive surgical, inc. (Isi) clinical sales representative called in to isi technical support to report that they had repeated non-recoverable 90 error. The site hard powered the system, but the issue persisted, the isi technical support engineer (tse) had customer perform an extended hard cycle and still the issue persisted. At this time, the tse informed customer and csr that the system was not feasible for surgery. There was no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.